Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The patient's blood glucose result was 30.8 mmol/l. The patient was treated with insulin via IV. The patient was hospitalized for 7 days. The doctor and the parents of the patient expressed suspicion that the infusion device was delivering an inaccurate amount of insulin. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.